Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Expected blood glucose test result range is not known. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed non-fasting produced result of 23 mg/dl. Patient's granddaughter performed blood test and produced result of 24 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1:22mg/dl (B)(6) 2015 04:44pm fasting:no. 2:24mg/dl (B)(6) 2015 04:43pm fasting:no. 3:23mg/dl (B)(6) 2015 04:37pm fasting:no. 4:22mg/dl (B)(6) 2015 04:34pm fasting:no. 5:182mg/dl (B)(6) 2015 11:32am fasting:yes. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood results. Expected blood glucose test result range is not known. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed non-fasting produced result of 23 mg/dl. Pt's granddaughter performed blood test and produced result of 24 mg/dl. Verified storage of product is within instructed spec. Test strip lot MFR's expiration date is 07/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1:22mg/dl, (B)(6) 2015, 04:44pm, fasting: no; 2:24mg/dl, (B)(6) 2015, 04:43pm, fasting: no; 3:23mg/dl, (B)(6) 2015, 04:37pm, fasting: no; 4:22mg/dl, (B)(6) 2015, 04:34pm, fasting: no; 5:182mg/dl, (B)(6) 2015, 11:32am, fasting: yes; adverse event not reported.